Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward, allowing the customer to continue using the pump. The caller was advised to report back if the malfunction recurs, and they acknowledged this instruction.